Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump would not hold charge. Reportedly, the customer would charge the pump for one hour in the car and the battery gauge would show 5%. Customer's blood glucose level was over 300 mg/dl. Reportedly, the customer administered a bolus.